Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No devices were returned for evaluation.

Event description:
The following information was reported in the following literature: title: "intraoperative nerve monitoring can reduce prevalence of recurrent laryngeal nerve injury in thyroid reoperations: results of a retrospective cohort study". Published online: 1 october 2013 springerlink.com, authors: marcin barczyn´ski, aleksander konturek, krzysztof pragacz, aleksandra papier, malgorzata stopa, wojciech nowak. Overview: a prospective randomised controlled trial of rln visualisation versus rln visualisation plus ionm in redo thyroid surgery is not readily feasible, justifying the use of evidence from cohort studies. The aim of the present retrospective cohort study was to test the hypothesis that the use of ionm in thyroid reoperations can reduce the prevalence of rln injury in comparison with thyroid reoperations with rln visual identification alone. This was a retrospective cohort study of patients who underwent thyroid reoperations at the third department of general surgery, jagiellonian university medical college, krako´w, poland. The prospectively collected database of thyroid surgery was searched for eligible patients (treated in the years 1993¿2012). The study group comprised patients who underwent reoperative thyroid surgery with ionm. They were compared with patients who had thyroid reoperations with rln visual identification, but without ionm. Laryngoscopy was mandatory in all patients before reoperation and afterwards, and was used to evaluate and follow rln injury. All patients provided written informed consent for the storage and use of their data. The inclusion criteria were recurrent goitre, recurrent hyperthyroidism, completion thyroidectomy for incidental cancer in a patient after bilateral less than near-total thyroidectomy (or dunhill operation), or recurrent thyroid cancer. The exclusion criteria were contralateral goiter recurrence in a patient after lobectomy, completion thyroidectomy for cancer in a patient after lobectomy, goiter recurrence in the pyramidal lobe in a patient after total thyroidectomy or incomplete clinical data or follow-up information. The primary outcome measures were transient and permanent rln injury. The secondary outcome measures included the utility of ionm in mapping rln in the scar tissues of the neck and in predicting postoperative vocal cord dysfunction: positive predictive value (ppv) and negative predictive value (npv). During this study period, two differing neuromonitoring systems were used at our unit. The nim_ 2.0 followed by the nim_ 3.0 (medtronic, jacksonville, USA) was in use between 2008 and 2012. Primary outcome measures analysis: in operations with rln visualization plus additional ionm, the prevalence of rln injury, transient rln paresis and permanent rln palsy was, respectively, 4.7 % (p = 0.001), 3.7 % (p = 0.003) and 1.0 % (p = 0.202) lower than with visualization alone. At 12-month follow-up, 52 of 72 patients (72.2 %) having visualization alone versus 13 of 20 (65.0 %) individuals having additional ionm recovered their vocal cord function (median 4 months after surgery; range 2¿12 months after surgery). No bilateral rln palsy occurred in patients reoperated with ionm, but it was a sequel necessitating tracheostomy in one patient with pre-existing contralateral rln palsy who underwent reoperation without ionm (0 vs. 0.2 %, respectively p = 0.455).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.